Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Per a nurse at the physician's office, no information was available regarding the vt event that lead to the death of the patient. Patient follow up 2 months prior to death revealed no issues with the device system. Impedance, sensing and thresholds were within normal range. No further information is available. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6); (B)(4) implantable tachy lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient died approximately 4 months post implant of the implantable cardioverter defibrillator (ICD) system. The patient's daughter contacted the physician's office to inquire if the device and or leads were on recall. Technical services discussed with the caller that there were no recalls for the associated device system. Per the death certificate, cause of death was ventricular tachycardia (vt); contributing factors were atrial fibrillation and coronary artery disease (cad).